Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 430 mg/dl which was treated with manual injection from insulin pen. Customer states that they had 98 mg/dl last night, had oatmeal and yogurt then blood glucose went to 300 mg/dl and treated with insulin pump. Insulin pump will not be returned for analysis.